Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the caller said they were a nurse in the hospital and said the patients bladder was full and it was not triggering them to urinate. Caller said the patient had been sick so they were peeing but not peeing a lot, they were still retaining between 3-400mls every time they urinated. Caller reported they have been trying to reset the patients bladder stimulator but it was just not functioning like it should, they were calling for assistance to use the equipment. Worked with caller to try to use the equipment and caller reported the communicator was plugged in with the ac power adapter for 30 minutes to an hour but after removing the cord and pushing the button, no light came on. Worked with caller to try a different outlet and the communicator lit up with an orange light. Caller said they think the outlet it had been plugged into previously was not working. Recommended caller allow the communicator to become recharged and they can call back after it was charged enough. Offered and sent email with quick guide and interstim information. Redirected to their doctor. The issue was not resolved through troubleshooting. The patient was redirected to call back later on if they should need further support.